Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: item# 42517000303 tibial articular surface provisional left size cd lot# 63454799. The following sections were updated/corrected: updated: b4, b5, g4, g7, h2, h3, h6, h10. The event was confirmed with photographs provided. Visual examination of the provided pictures identified fracture impactor pad. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-02070. Concomitant medical product: tibial articular surface provisional left size cd, item#: 42517000303, lot#: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral introducer plastic cr topper fractured during insertion. There is no additional information at this time.